Event description:
Voluntary medwatch report received reported that the right ventricular lead was explanted due to an unknown issue. No patient consequences were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5159913.